Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product received for analysis was vcp772z visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on october 24, 2025. The component was identified as product code vcp772z. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. One winding former with two unused needle-suture pieces and four used detached needles and one used detached needle outside them were returned for analysis. The product, vcp772z, is a control release and requires eight strands per packet. During the initial inspection of the samples, no breakage needle was observed. Even though one tip of one of the used needles was bent; these conditions were likely during the use. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. In addition, the unused needles were tested by resistance test to needle and met the requirements. Additionally, seven photos were provided, and showed the same sample received and one detached needle with the tip missing. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a total hysterectomy (laparotomy) on (B)(6) 2025 and suture was used around the bladder serosa (soft tissue). The needle tip was broken during use. The details are being confirmed. It was a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. There was no effect on the patient so far. The situation was explained to the patient, and she didn't seem particularly concerned, thinking it might have been because she was overweight. A nurse noticed the broken needle when she was counting needles after surgery during abdominal closure. As a result, the operation time was no extension. X-ray was performed to check every corner after surgery, but no needles were found to remain inside the body. The bladder serosa was sutured when bleeding occurred, and it is not a routine task every time. Is it a product defect from the beginning or a technique issue or the suture was broken when the needle was returned to the nurse, all sorts of things are possible, but it can't be certain, cannot blame anyone. Regarding the product, as it was a control release needle, the doctor thought that even if the needle was broken, it would be unlikely to remain in the body. The doctor said that it might be a product defect from the beginning than the needle broken because there was no feeling of getting caught or anything like that when the doctor actually touched the cross section of the broken needle with gloves. The patient was discharged in good condition on (B)(6), and will continue to follow-up. No further information was provided.